Event description:
A territory manager reported an end user experienced an issue when using an auryon atherectomy catheter 2.0 mm otw laser fiber. When withdrawing the fiber from the patient, the tip of the fiber detached. The procedure had been completed with this device. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. On (B)(6) 2023: the tip detaches when removed. Sheath turemo destination, size 7x45 during the catheter removal through the sheath, there was no resistance to removing it. The total working time of the catheter was 6.6min. Lesion type sfa, isr; highest energy 60mj. During the procedure, pressurized saline (preferably heparinized) was continuously fed through the introducer sheath or the guiding catheter that is positioned as close as possible to the auryon catheter distal tip at a rate of 100ml/min (saline should be fed throughout the entire duration of the atherectomy procedure). On (B)(6) 2023: the physician made three passes.

Manufacturer narrative:
The catheter sample presented an expected appearance per the event description. The customer's reported complaint description of distal tip's (outer blade component) separated was confirmed. The catheter working time was 137 (2:17min) sec at 50mj/mm2 and 267 sec (4:27min) at 60mj/mm2 (total working time of 6:44min). The catheter arrived without the outer blade for evaluation (fig 1, 2). There were almost no fibers at the remaining part of the tip (fig 1, 2). The catheter had worked for a long period of time at 60mj, which can make the catheter fibers more prone to degradation. Three passes were performed by the physician in isr. 2 kinks were observed along the shaft of the catheter (59cm and 94cm from tip). The laser engraved grooves for enhanced gluing of the inner blade were present. Per a review of the event description and the sample evaluation, the root cause of this event was user error during the procedure; a physician did multiple passes (3) in incremental sections as he went down, contrary to the instructions at the IFU. According to the description, it can be concluded that during the procedure the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers. Per ifu0110-02: 4. Warnings, 5: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. 8.4. Routine laser activation and advancement of auryon catheter through the lesion: note: the recommended catheter advancement rate is 1mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. 8.4.2. Once the desired area is crossed with the auryon catheter, release the footswitch to stop the laser. At this point, you may choose to repeat lasing at areas of the treated lesion that seemed difficult to cross compared to other areas of the treated lesion. If difficulty to cross was noted, you should retrieve the catheter proximally to the lesion area and advance the catheter to the point(s) where difficulty(es) was (were) noted and press the footswitch pedal at this(ese) area(s) only. If no difficulty to cross was noted, then one pass is enough, and you can remove the catheter from the patient's body, and you may or may not visualize the effect at this point. In addition, the tip of the catheter which worked for a long time with lasing in high energy not only as close as possible to the lesion (three passes were performed by the physician in isr), can also result in a higher fiber degradation rate and also could detach while removing the catheter from the patient's body with the application of force when it got stuck at the end of the sheath. The root cause of the degradation of fibers cannot be definitively determined, however, a potential root cause for this type of tip detached failure mode is catheter was working for an extended period of time together with lasing in high energy for a relatively long time together with excessive forces that may have been applied (although there is no physical evidence of kinks along the shaft, high forces may still have been used). Lesion type and presence of blood may also be contributing factors, although per new information from the rep. (Below) it cannot be determined. No correction or corrective action is required for the catheter as no manufacturing non-conformance was observed during the catheter sample evaluation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The root cause of tip detachment is related to user error during the procedure. As part of responding to the customer, the physician highlighted the relevant sections for this case from ifu0120-02. Labeling review: instructions for use (ifu0120-02) is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).